Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified an opening. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified (tear) opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp edge opening on anterior due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and "patient concern with the product." Device has been explanted.